Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 305 mg/dl). Basal rate was increased to 160% to address bg. Customer alleged pump was cause of event. Pump system check was performed with tandem technical support; no device issues were identified. Customer reverted to using same type of insulin set with an alternate pump and bg lowered.